Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during use in a vats lobectomy procedure, the active blade broke off without any warning screens. They opened a new device to finish the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # r94c2r. Investigation summary: the device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.